Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pain and burning had been resolved. The patient was instructed to turn the system off for one week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was complaining of pain and burning at the ins site, following and during an MRI for their knee. The ins had been checked and it was working fine, impedances were good, therapy was working fine, and battery life was good. The patient was having twinging pain at the time of the report. The urologist instructed patient to turn off the ins for a week. No further complications were reported.